Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Patient experienced phrenic stimulation, impedance issues, and noise. The decision was made to turn off lv pacing. Lead remains implanted but is oos. No adverse patient events were reported. Should additional information become available, this file will be updated.